Manufacturer narrative:
Date of event - publication date. Journal name: cardiol res. 2015 wondering ptca wire: retrieval by tangling technique.

Event description:
The left main was hooked with a 6 f launcher guide catheter. A 0.014" non-medtronic wire was being used. The lesion was predilated with balloons. After successful stent implantation in the lad, the guiding catheter got deeply intubated causing fracture of the non medtronic "jailed" wire. Initially, two balance middle weight wires were used to retrieve but failed. Wire was wandering as it moved to proximal lcx, left main, partly into aortic sinus, sometimes proximal lad and finally to lcx again during retrieval. Then it was decided to use tangling technique with the help of three other non medtronic wires acting as rescue wires. The proximal ends of all three wires were inserted together in a torque device which were firmly screwed and rotated 40 - 50 times in circular pattern. During this rotational motion, the broken segment was tangled within these rescue wires and all four wires were removed together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.